Event description:
The product is a modular fluted rod cementless. The label contains the mention cemented. The issue was noted during surgery and the personnel was confused: they didn't know if they have to use cement or not. This caused a greater than 30 minutes delay in surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.